Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported that the cannula had dislodged from the infusion site. We are unable to confirm the dislodged cannula or determine if it contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level (bg) rose to 14 mmol/l (252 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was placed. The patient resides in the netherlands but was travelling in spain at the time of the event.